Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the cut end which is consistent with procedural damage. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Based on the information received, the cause of the reported infection could not be conclusively determined.

Event description:
It was reported that the patient has deceased on (B)(6) 2025. The cause of death was cardiogenic shock and septic shock. There is no known allegation from a health care professional that suggests that the death was related to their implantable cardioverter defibrillator (ICD) system.